Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc data were acceptable. Based on the available information, a general reagent issue can be excluded. The investigation is ongoing. (B)(6). Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable total protein gen.2 results for one patient tested on a cobas 8000 c 502 module. The patient's initial total protein result was not reported outside the laboratory. The customer performed repeat testing on a different analyzer for confirmation. The customer could not confirm if the same patient sample tube was used for initial and repeat testing. At 15:36, the patient's initial total protein result was 4.07 g/l. At 16:10, the patient's repeat total protein result was 91.0 g/l. The total protein reagent lot number was 525702 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The customer's provided calibration and qc results were ok. The customer's sample pre-analytical details were requested but not provided. Based on the available information, a general reagent issue could be excluded. The investigation reviewed the customer's system alarm trace and noticed a sample short alarm on the date of the event. The investigation discovered the initial result had an atypical reaction curve, and the repeat result had an inconspicuous reaction curve. The investigation determined the event was consistent with a preanalytical sample handling issue.